Event description:
It was reported that during a percutaneous intervention procedure markerband visibility difficulties occurred. The 40mm apex balloon was advanced to the unspecified peripheral lesion and it was noted that the markerbands were "impossible" to see under fluoroscopy. No pt complications were reported with the pt's current condition listed as "okay". Additional info was requested, but none was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.